Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly. No unexpected occlusions or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they had tried all remedies. Troubleshooting was performed. The customer was advised that the insulin pump needed to be and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.